Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent orif for trochanteric fracture with the product in question. The patient's femoral marrow cavity is quite narrow, making nail insertion difficult. Since the reaming machine was not available and the thinnest nail diameter was being used, the only way to insert the nail was to tap it with a hammer. The surgeon carefully inserted it while tapping, but intraoperatively confirmed that there was a thin fracture line under the nail. Since there was no other solution, the surgeon decided to insert a blade and transverse stopper screw. The surgery was completed without any surgical delay. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown) and unk - nail head elements(part# unknown; lot# unknown; quantity: unknown). This report is for one (1) tfna fem nail ø9 125° l200 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.